Manufacturer narrative:
Patient specifics with regard to age, weight, and gender were not provided; the rods were removed. No negative outcomes were reported. To date, the devices have yet to be received; therefore, no evaluation can be conducted. A DHR review was performed on both of the lots and no discrepancies were found related to the manufacturing process. The devices met all the required quality inspections and were released within specifications.

Event description:
A distributor reported that a pt's magec rods were removed; they allegedly did not appear to distract. It was also alleged that the pt had an infection.

Manufacturer narrative:
Information was received that the initial report was not submitted.